Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. The reporter stated the cause of the torn lens was due to a loading error by the technician. (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Implant date: na. Explant date: na. Results (operational problem): visual inspection of the returned product found a small tear at the optic/haptic junction. The haptic was torn off and bent. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer three piece lens, +21.0 diopter, but the lens was noted to have torn. There was patient contact with the cartridge but no contact with the lens. There was no patient injury. The backup lens was implanted with no issues. The reporter stated the cause of the torn lens was due to a loading error by the technician.